Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cutaneous lymphoid hyperplasia, was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported and the brand of product could not be confirmed.

Event description:
This literature report from (B)(6) concerns a (B)(6) female patient. She received injection of hyaluronic acid filler (brand not specified) and fat grafting on her forehead, 15 years prior to the onset of the event. The patient presented with a 1-year history of multiple firm erythematous nodules on the forehead and scalp. She described her lesions as itchy, and there was hair loss around the nodules in her scalp. Otherwise, she was in a good health. Her full blood count was normal. Scalp biopsy revealed infiltration of medium-sized dermal lymphohistiocytes and dermal fibrosis with lymphoid follicles. Immunohistochemical staining showed positivity for cd3, cd4, cd20, and cd79, focal positivity for cd8, and negativity for cd56. The forehead skin biopsy was similar to that of the scalp, and there were scattered lipophages containing multiple small vesicles in the dermis. Immunohistochemical staining of the forehead sample showed positivity for cd3 and cd20, a reactive pattern for cd30 and ki-67, and negativity for cd1. Based on the history and histopathological findings, a diagnosis of cutaneous lymphoid hyperplasia was made. The patient was treated with triamcinolone injection, ciclosporin 150 mg once a day, and methotrexate 7.5 mg once a week. The skin lesions showed slight improvement over 3 months but remained unchanged after 14 months of follow-up. The outcome of the event was reportedly resolving. In the opinion of the author, since the patient's procedure was performed 15 years ago, it was impossible to identify the exact materials that were used in her filler injection and fat grafting. However, scattered lipophages containing multiple small vesicles in the dermis suggested a reaction to injected lipophilic material. The patient received both oral immunosuppressants and intralesional corticosteroids with only transient improvement. The authors concluded that this was a unique case of cutaneous lymphoid hyperplasia caused by hyaluronic acid filler injection and fat grafting. Literature citation: choi, m.e., won, c. H., lee, m. W., & lee, w. J., chang, s.e., and choi, j. H. (2018). A case of cutaneous lymphoid hyperplasia after hyaluronic acid filler injection and fat grafting. Australasian journal of dermatology. Doi:10.1111/ajd.12907

Event description:
Follow-up information was received on 28-sep-2018: the patient was treated with a variety of immune-modulating and symptom-relieving drugs such as cyclosporin, colchicin, dapsone and antihistamines but the lesions wax and wane for one year. The size of lesions and itching sense decreased after intralesional triamcinolone injection or oral steroid. However, it was lasting only a few weeks or months. As reported, the patient has not recovered completely, but was lost to follow up. Due to the provided information, the outcome of the event was left as resolving. In regards to the causal relationship between the treatments and the event on the scalp, the reporter stated cutaneous lymphoid hyperplasia was not occurring only on the injection site but also in any parts of the body. Furthermore, the reporter assumed that the lesions of the scalp did develop in conjunction with the lesions of the forehead as a response to the hyaluronic acid (ha) injection and fat grafting as there were similar cases of pseudolymphoma that occurred in remote site of injection. As a reaction to a lipophilic material was suspected, it was assumed that the hydrophilic ha filler was possibly interfering with the resorption of autologous fat particles which was promoting an immune reaction since the author was not aware of a case of cutaneous lymphoid hyperplasia following fat grafting alone.